Event description:
On 05/17/2009, the pt reported that in 2009, she received the a1 (cartridge low) alert on her infusion device but the e1 (cartridge empty) error was never displayed and was not listed in the alarm history. She changed the insulin cartridge and the battery. She stated that since that time her blood glucose has been elevated to 500 mg/dl "for no logical reason". Her target blood glucose level is 100-180 mg/dl. Prior to the report she disconnected from the infusion site and she bolused to confirm insulin was dripping from the end of the infusion tubing. She changed the infusion site yesterday and today and her blood glucose continues to be elevated. The time and basal rates are programmed correctly. She switched to her backup infusion device. Upon follow up at about 3 days later, the pt stated that her blood glucose have "substantially gone down" while using the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.